Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system displayed a system message and locked during the viscous fluid control portion of a surgery. The surgery was completed by doing a manual technique. There was no patient harm.

Manufacturer narrative:
This file was reported in error. No other reports will be submitted. (B)(4).

Event description:
There was no vitreous fluid control issue which was originally reported. This file was reported in error.